Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left anterior descending artery. After pre-dilation, a 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left anterior descending artery. After pre-dilation, a 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end lifted and pulled distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.